Event description:
It was reported that during the post-implant device check, increased capture thresholds were observed. During a subsequent follow up r-wave sensing and pacing lead impedance had decreased. The lead was repositioned successfully. The patient condition after the procedure was good.